Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle using a 7f sheath. Reportedly, the footplate does not lower back into alignment following deployment. Therefore when attempting to remove the device after step 4, resistance is met (due to foot plate sticking out of its place and therefore catching the edge of the anterior wall and not allowing the device to come out smoothly as it would normally do). Due to this, vessel damage was noted. Prolonged manual compression was used to achieve hemostasis and treat the vessel damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle using a 7f sheath. Reportedly, the footplate does not lower back into alignment following deployment. Therefore when attempting to remove the device after step 4, resistance is met (due to foot plate sticking out of its place and therefore catching the edge of the anterior wall and not allowing the device to come out smoothly as it would normally do). Due to this, vessel damage was noted. Prolonged manual compression was used to achieve hemostasis and treat the vessel damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was received: there was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.